Event description:
During a ptca / stenting treatment procedure, the maverick2 monorail 20/4.0 mm balloon ruptured at 12 atms on the initial inflation. The pt was asymptomatic during this event. The lesion being treated was a 90% stenotic lesion extending from the left main trunk to the proximal left anterior descending coronary artery. The physician used a bmw 0.14" guidewire and an 8f launcher ebu 3.5sh guide catheter to cross the lesion. The lesion was treated with a cutting balloon prior to placement of a cypher 3.5/23 mm stent. The maverick2 monorail 20/4.0 mm balloon was being used to post-dilate the stent. The cypher stent was successfully expanded with the maverick2 monorail 20/4.0 mm balloon and the procedure completed. No pt injuries or complications were reported. Pt status is reported as 'good'.